Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an infection and redness at the ins pocket. The patient was given antibiotics and the issue was resolved without sequela 10 days later. The issue occurred in (B)(6) 2017. The etiology was listed as possibly related to the implant procedure, and not related to the device/therapy. No further complications were reported or are anticipated in association with the event.